Manufacturer narrative:
The original samples of progel were used to treat that patient and were not able to be evaluated. Two boxes of same lot samples were returned to davol by the facility. The freeze indicator on one box indicated that the product had been exposed to temperatures below the recommendations in the IFU. It cannot be determined at this time when the exposure occurred, but based on information from our sales representative the product that was provided to the facility had not tripped the temperature indicator on the package. The returned lot sample products were tested for burst pressure and the product was found to be in specification. A manufacturing review was performed and no evidence of a manufacturing related cause was found for the event. Based on the available information and product evaluation no conclusions can be made at this time. See MDR 1213643-2014-00052 for the first progel kit applied to the patient. See MDR 1213643-2014-00054 for the third progel kit applied to the patient. See MDR 1213643-2014-00055 for the fourth progel kit applied to the patient.

Event description:
Information as provided to davol: on (B)(6) 2014: patient underwent a pulmonary lobectomy with a sleeve anastamosis. Several air leaks on the surface of the lung were treated with progel. After closure, a massive air leak was discovered when the chest tube was hooked up to suction. The patient was re-opened and a hole was found in the bronchus, but also the area that had been treated with progel was also leaking. The bronchus was sutured and the lung was re-treated with a second progel kit. A submersion test was performed and the leak had been reduced, but was still leaking. The area was treated with a third, and then fourth progel kit. Another submersion test was performed and the patient was still leaking from the treated surface of the lung. Bioglue (non-davol) was applied to the affected area. When the lung was inflated, the leak was reduced but had not completely sealed. The patient was hooked up to chest tubes. The complaint still had a large air leak. Surgeon stated the lung tissue of the patient compromised prior to surgical intervention.